Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device displayed an alert 34 and insulin delivery was paused; the user performed a dry run, replaced all supplies, and successfully resumed delivery. The user¿s blood glucose was elevated with a reported peak of 400 mg/dl and remained above 180 mg/dl for 14 hours, without use of backup therapy, ketone testing, or medical intervention; subsequent readings trended downward and returned to range after the supply change. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, and no assistance required. Investigation included troubleshooting and user education, including a review of cartridge, connector, and infusion set handling. Investigation of this case revealed that the cartridge had been connected to the connector before insertion into the housing, which led to a cartridge leak and triggered the alert; after correcting the supply change process with new supplies, delivery resumed and no further alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling error related to assembly sequence leading to leakage and interrupted delivery.